Event description:
It was reported to boston scientific corporation that a gold probe device was going to be used during a esophagogastroduodenoscopy procedure. According to the complainant, during preparation for the procedure, while removing the gold probe device from the box, the wrapping was not sealed around the probe. The sterility of the probe was compromised and therefore not used during the procedure. They used a second of the same gold probe device and completed the procedure without complications. The patient was being treated for an arteriovenous malformation (avm) within the gastric fundus. The site within the patient was bleeding prior to treatment, however the bleeding ceased by the time treatment commenced.

Manufacturer narrative:
(B)(4): according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)